Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the catheter dye study that was cancelled in (B)(6) was to be performed on (B)(6) 2015. The patient was having a CT myelogram to troubleshoot new low back pain. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no dye study was done. The pump was filled (B)(6) 2014 and then again on (B)(6) 2014. No issues were noted.

Event description:
It was reported, the patient had a catheter dye study on 2014 (B)(6). It was unknown if there were any symptoms or complications associated with this event. There was no alleged product issue. It was further reported surgical intervention was to occur on 2015 (B)(6). The type of drug being delivered was unknown. Further information regarding the issue was unknown. The cause of event, the results of the dye study, if there was a catheter issue, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).